Event description:
The customer reported that during a repair of this device it was noted that after the generation of a low inspriatory pressure condition the device failed to sound the audible alarm for 60 seconds. When the alarm silence push button switch was activated, the ventilator began to alarm appropriately. There was no pt involvement at the time of this observation.